Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was missing clinical info. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a f/u report will be submitted when our investigation is completed.